Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken cable. The pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The fenestrated bipolar forceps instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.